Event description:
There is a complaint about leakage from the infusion adapter. Customer think drug leaking from the membrane, but it could be the connection. Please verify.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one spike connector was provided to our quality team for investigation. Functional testing was performed, passing liquid through a syringe and injector attached to the spike connector. No leakage between the connector bonded onto the spike or any of the connections occurred. A device history review was performed for reported lot 2402210, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. All product was inspected, no damage was observed on any of the devices. Functional testing was performed, no leakage occurred. Based on our quality team's investigation, no failure or root cause related to our product was identified. It is important to ensure the spike is fully inserted into the IV bag before use. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.